Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2024, it was reported by a sales representative via email that an ar-8973l-30-130 arthrex fibulock nail talons did not actuate. This was discovered during a procedure on (B)(6) 2024. Additional information received on 11/14/2024: this was discovered during an ankle fracture procedure. Upon insertion of the fibulock nail, the talons did not deploy. The case was completed using another ar-8973l-30-130 arthrex fibulock nail from a different lot number. The case was not delayed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted that the nail talons had been actuated. Additionally, along the shaft down to the nose, deep abrasion marks were noted along it. Functional testing was performed, resistance was noted and not able to open and close the talons. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.